Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The solenoid valve were checked and cleaned and the ventilator then passed all functional and safety tests and was cleared for clinical use. No parts were replaced. Provided ventilator logs confirms the reported technical error code. The issue has been caused by the safety valve not seating, probably due to unknown small particles on the seat or membrane.

Event description:
Manufacturer's ref #: (B)(4).